Event description:
A report was rec'd that the pt is having trouble charging and communicating with the ipg. An x-ray was taken and confirmed that the ipg is flipped. The pt will undergo a pocket revision.